Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015, the patient experienced a hardware failure. Dexcom technical support had the patient perform a reset and the reset was successful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).